Event description:
It was reported the patient underwent a right knee revision. During the revision due to pain and loosening, it was discovered that there was infection. Infection determined to be the cause of other issues. No additional information.

Manufacturer narrative:
(B)(4). Concomitant medical products: cat# 00596001452 lot# 63903669 femoral component cat#: 00597206529, lot#: 64297010, all poly petella. Cat#: 00598002702, lot#: 64277737, stemmed tibial component. Cat#: 00598801215, lot#: 63722794, stem extension. Cat#: 00625006530, lot#: 64316352, screw. Report source: foreign: country: (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. The root cause of the reported issue is attributed to an off-label usage, as hip screws were used with knee products. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is unlikely that the specified device caused any patient infection. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2022 - 00110.